Event description:
Per complaint (B)(4), it was reported that a dental implant driver was jammed into a dental implant during initial placement. On the same day, the implant was removed with the driver still attached to it. Pain was reported.